Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report air bubbles in the reservoir. The customer tried to get the air bubbles out but was unable to. The customer's blood glucose level was 178 mg/dl. The customer wanted to return the reservoir for analysis and receive replacements.